Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported upon start up the pump alarms and error message and screeches. No patient involvement reported.

Manufacturer narrative:
Other, other text: device evaluation results found that the returned product was missing plunger case seal and cracked on battery door. Unable go into the event history log due to blank screen and constant alarm. Blank screen and constant alarm was found at power up. Problem was caused by incomplete upload process from customer. Blank screen with constant alarm found caused by incorrect process for software update by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.